Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. A review of the receiver log confirmed the customer complaint. Therefore, the customer complaint of receiver will not turn on was confirmed, and the root cause was determined to be a hardware component failure.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver would not turn on (B)(6) 2015. No additional patient or event information is available.